Manufacturer narrative:
Batch review performed on 17 june 2019: resurfacing patella instrument set ref: 11.00005, lot: 188366: (B)(4) items manufactured and released on 06 july 2017. Expiration date: 2022-06-05. No anomalies found related to the issue. To date, (B)(4) items of this lot have already been sold. As regards the mat25760 of the code: 77.11.0606: (B)(4) items released on 19 june 2018, with 11 similar cases involving this lot. Visual inspection performed by r&d project manager: the visual inspection confirmed what reported into the complaint form. The instrument damage could have been reasonably caused by improper use, such as trying to remove the patella clamp before to have completely disengaged the base with spikes from the bone.

Event description:
After the implantation the surgeon noticed that 1 out of 4 spike of the base insert for patella clamp was missing. Missing pin found around patient patella and tendon. The surgeon was able to retrieve the pin from the patient body.